Event description:
It was reported to philips that the system displayed a low disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed using another system. A philips field service engineer (fse) visited the site and recreated the patient database to address the low disk space issue. The system log review confirmed the reported malfunction due to low disk space. During troubleshooting, the fse discovered that one of the two image disks was functioning intermittently. The fse applied philips corrections, replaced a db module on the ippc, and restored the system to good working order. It was confirmed that this issue was not related to any ongoing fsca. The codes have been updated based on the investigation's outcome.